Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient presented to the emergency department due to a suspected incisional surgical site infection. The sternal stitch site had some yellowish discharge and redness. A v-scan showed a minimal rim of pericardial effusion. The patient was admitted to the hospital, medication was administered, and daily dressing was applied to the wound. No more discharge was seen around the wound and patient was discharged forty-eight hours later. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.